Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the broach handle fractured into two pieces while removing the broach from the patient¿s femur. There were no consequences or impact to the patient. Diligence is completed and no further information has been provided.